Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50-60mg/dl; cause was unknown. Reportedly, customer required assistance from partner to treat bg level via consumption of carbohydrates. Pump data review by tandem clinical support confirmed the pump was functioning as intended.